Event description:
The customer reported via phone call that the insulin pump was frozen. It was also reported the buttons became unresponsive when the customer attempted to bolus. The customer also reported a button error alarm occurred after the keypad anomaly. The customer's blood glucose was 268 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer also reported the motor sounded different. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected frozen display during testing was noted. No motor noise anomaly was noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.